Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced a low blood glucose event on (B)(6) 2024. The patient tried to treat it with glucose intake. Therefore, the patient went to emergency room on (B)(6) 2024 at 7:00 pm with blood glucose level of 50 mmol/l. The patient was treated with intravenous glucose and stayed in hospital for 24 hours. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-37237), was submitted on 16-jan-2025. However, based on the reassessment done on 06-feb-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to the sensor issue occurred with sensor glucose vs blood glucose as there were also sg vs bg discrepancies . Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.